Event description:
Date of event above is approx timeframe of 3-4 day usage. In (B)(6) 2012, I used a new roll of oral-b ultra floss 3-4 times. I have flossed daily since 1974 and have never before had a problem with floss. This floss was painful, on my fingers, to use. It stripped the fingerprints from portions of my right index fingertip and left thumb. After approx two months, the skin in these areas remains tender, taut, highly sensitive to water, air, and numb to the normal sense of touch. Otherwise, both hands are normal and healthy and were completely fine prior to the use of the oral-b ultra floss. I continue to use other oral-b floss products without an adverse reaction, although I am not using the right index finger and left thumb due to the injuries. Liquid bandage, latex finger cots, tubular gauze to protect finger, metal finger shield, cocoa butter, lotion, creams and ointment. (B)(6) doctor's examination on (B)(6) 2012.